Event description:
It was reported that the left ventricular lead set off a warning with high impedance. An apparent fracture was noted on xray. A polarity switch was also noted, the impedance remained high. The lead remains in use. No patient complications have been reported as a result of this event. It has been further reported that the lead was now explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information was found after follow up regarding lead replacement.

Event description:
It was reported that the left ventricular lead set off a warning with high impedance. An apparent fracture was noted on xray. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.